Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the neurosurgery was completed by transferring to another device. The philips field service engineer (fse) went onsite and confirmed that the geometry failed to move. Upon troubleshooting, the fse found the pdu (phase distribution unit) was defective. The cause of the pdu failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's geometry movements failed. The device was in clinical use at the time of the event. No harm was reported to philips.